Event description:
According to the available information, the implant may be auto-inflating.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.

Event description:
According to additional information received, the implant was explanted on (B)(6) 2024.

Manufacturer narrative:
Additional information received on 12-sep-2024 was reviewed. The patient had explant surgery on (B)(6) 2024. Explant doctor, location and reporter was added to the complaint. Updated contact info for the explant doctor. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.